Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked. It was reported by customer that they had 2 20-gauge bd cathena catheters with failed anti-reflux mechanisms. The lot number is 4237744. Additionally, they had one more yesterday with the same lot number and another 20 g catheter with lot number 4240134. Verbatim: rcc received a complaint via email. I received an email from bd stating that they closed this complaint. Unfortunately, we had 2 20 gauge bd cathena catheters with failed anti-reflux mechanisms this am. The lot number is 4237744. So, despite what bd is saying, we are still seeing issues with this product on the clinical end. We had one more yesterday with the same lot number and another 20 g catheter with lot number 4240134 this am.

Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A recall letter has been provided for further information and details on follow up actions.